Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent removal of eroded graft through the vagina, urethrolysis, harvest rectus fascia sling and cystoscopy on (B)(6) 2016 by dr. (B)(6) due to erosion of previous anterior vaginal wall mesh, recurrent severe stress incontinence due to intrinsic sphincter deficiency, vaginal pain and dyspareunia at (B)(6).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It has been reported that patient has experienced urinary incontinence, dyspareunia, pain and pelvic floor disorder after mesh implantation. (B)(4).